Event description:
This is the second of two report (same product problem, same reporter, same facility, different product serial number). It was reported that the ac adapter had a defective connector. There no pt contact. There was no pt prepped for surgery. There were no pt injury, no revision or medical intervention required, and no surgery delay.

Manufacturer narrative:
Integra has completed their internal investigation on 10/28/2015. The investigation included: methods: review of device history records. Review of complaints history. Results: the DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿mar. One non-conformance report was raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. (B)(4). Conclusion: root cause could not be determined since the product was not returned for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.